Event description:
It was reported that sometime post a port placement, the catheter allegedly had an infracentimetric focal dilatation. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments were received for evaluation. Gross, microscopic visual, tactile and functional testing were performed and one flouroscopic image was provided for review. A complete circumferential break was noted to the distal end of the attached catheter. The distal catheter segment was returned and measured approximately 5.5cm in length. A complete diagonal break was noted to the proximal end of the distal catheter segment. The edges of the complete diagonal break on the proximal end of the distal catheter segment were noted to be jagged and the surface was noted to be round and smooth in one region and granular in the other region. The image depicts the device placed via a right jugular venous access and a focal area of dilatation of the catheter is noted in the neck. Therefore, the investigation is confirmed for the reported focal dilatation and identified catheter fracture, material separation, wear and deformation issue. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter allegedly had an infracentimetric focal dilatation. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.